Manufacturer narrative:
Device used for treatment, not diagnosis. Patient date of birth/age, gender and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown screw cannulated. (B)(4) lot number unknown. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tri-malleolar fracture repair on (B)(6) 2017. The surgeon ordered patient non-weight bearing postoperatively. The patient was non-compliant and the nurse allowed the patient to ambulate. This caused the 1/3 in tubular plate to bend. A revision surgery is scheduled on thursday, (B)(6) 2017. During the revision surgery, the hardware was removed and a wound vacuum was placed on the patient. A follow-up surgery is scheduled for (B)(6) 2017. For 12-jul-2017: the part # for the tubular plate was provided on 27-jun-2017. It was discovered on (B)(6) 2017, during the initial revision, that two (2) screws were bent since th patient continued to ambulate with a broken plate. The lateral side has the 1/3 tubular plate, the 4.0 screws were removed and the lateral 1/3 tubular plate was left in the patient. Due to an infection, a wound vacuum, was placed. The 2nd revision took place on (B)(6) 2017. The patient was implanted with a locking compression (lcp) distal fibula plates, a norian was used on the medial side of the tibia, and medial 35 mm lcp hook plates placed to cover up the norian. There were no surgical delays at all and no other complications reported for both revisions. The patient is currently stable, and the surgeon will monitor the patient's status. It is unsure if another revision will be required. No other information available. This complaint involves two (2) parts. This report is 2 of 2 for (B)(4).